Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of pbd, and other clinical observations coded to the CAPA. This report contains correction in section d6a implant date. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 device codes and impact codes.

Event description:
It was reported that there was concern for decrease in longevity for this pacemaker device noted during a follow-up visit. The health care professional (hcp) stated that the battery longevity dropped from 6 yrs to remaining at 8 months in a year. The device also triggered a lead safety switch from bipolar to unipolar for right atrial (ra) lead. It was noted that the ra lead exhibited low out of range pacing impedance measurements, measuring less than 200 ohms. Data analysis was requested for this device. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. It was noted that there was a connection issue. No additional adverse patient effects were reported.

Event description:
It was reported that there was concern for decrease in longevity for this pacemaker device noted during a follow-up visit. The health care professional (hcp) stated that the battery longevity dropped from 6 yrs to remaining at 8 months in a year. The device also triggered a lead safety switch from bipolar to unipolar for right atrial (ra) lead. It was noted that the ra lead exhibited low out of range pacing impedance measurements, measuring less than 200 ohms. Data analysis was requested for this device. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. It was noted that there was a connection issue. No additional adverse patient effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This report contains correction in section d6a implant date. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 device codes and impact codes.

Event description:
It was reported that there was concern for decrease in longevity for this pacemaker device noted during a follow-up visit. The health care professional (hcp) stated that the battery longevity dropped from 6 yrs to remaining at 8 months in a year. The device also triggered a lead safety switch from bipolar to unipolar for right atrial (ra) lead. It was noted that the ra lead exhibited low out of range pacing impedance measurements, measuring less than 200 ohms. Data analysis was requested for this device. This device currently remains in service. No adverse patient effects were reported.